Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales executive (cse) contacted an isi technical support engineer (tse) and reported that the customer had an issue with the instrument control. The customer reported that the instrument was moving left when moving the instrument right from the surgeon side console (ssc). The tse told the cse that the issue was related to the 30-degree endoscope plus orientation. The cse confirmed that the customer had to reboot the system and installed the endoscope on the universal surgical manipulator (usm) again. The issue was resolved, and the customer was proceeding with the surgery. The procedure was completed with no reported injury. Isi followed up with the cse and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer had rebooted and reinstalled endoscope at the time of event. The customer reported that the image was not inverted, and the endoscope did not move freely with uncontrolled motion. The customer reported that the endoscope was not installed with the proper orientation. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base was still engaged, in-synch, and attached. There was no damage observed on the endoscope¿s adapter/base. Prior to the event, the endoscope was manually rotated 180 degrees. The vision issue did not result in patient injury. No fragment fell into the patient. The procedure was completed robotically with the same endoscope.

Manufacturer narrative:
The reported event was addressed with phone support. The reported issue was resolved by power cycling the system and reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) will not receive the endoscope for evaluation per the customer response in follow-up questions.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on the intuitive surgical, inc. (Isi) technical support engineer's (tse) notes, the system issue was due to an orientation setup of the endoscope.

Event description:
Refer to h11 for follow-up information.